Manufacturer narrative:
Additional information: a4, b1, b2, b5, b6, d6b, h1, h2, h6.

Event description:
Related manufacturer reference number: (B)(4) related manufacturer reference number: (B)(4) it was reported a patient's atrial lead presented with under-sensing. P-wave amplitude variation, high capture threshold, and high pacing impedance were also noted. The patient was brought in clinic and the p-waves were low or not sensed, the physician alleged the atrial lead was likely dislodged. Programming changes were made to restore normal parameters. The patient was stable. Later, the patient appeared in clinic and their atrial lead presented with loss of capture due to dislodgement, confirmed via x-ray. The leads were twisted up together near the header and the right ventricular (rv) lead had no slack. The left ventricular (lv) lead had high capture thresholds. The patient had an atrial lead revision on (B)(6) 2023, in which the atrial lead helix was difficult to extend and unable to retract so that lead was removed and a new atrial lead was placed. A stylet was used to give the rv lead additional slack and no further changes were reported. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were dislodgement, high lead impedance, failure to capture, p-wave amp variation, twiddlers, and failure to sense. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. The reported events of failure to capture, p-wave amp variation, failure to sense, and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.

Event description:
It was reported a patient's atrial lead presented with under-sensing. P-wave amplitude variation, high capture threshold, and high pacing impedance were also noted. The patient was brought in clinic and the p-waves were low or not sensed, the physician alleged the atrial lead was likely dislodged. Programming changes were made to restore normal parameters. The patient was stable.